Manufacturer narrative:
Product analysis as found condition (condition of returned device): two concerto coils were returned for analysis within a shipping box; within an opened plastic biohazard bag; within an opened concerto implant coil outer carton and within an opened concerto implant coil inner pouch. The terumo progreat micro catheter used in the event was not returned. The concerto implant coils were returned without introducer sheaths. Visual inspection/damage location details: (pli-10) the concerto coil pushwire was found to be bent at ~ 66.6cm and kinked at ~153.3cm from proximal end. The concerto implant coil appeared to have been detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. (Pli-20) the concerto coil pushwire was found to be broken at proximal end and broken but retained by outer liner and release wire at ~ 3.9cm from broken proximal end. The concerto implant coil appeared to have been detached and returned. The shield coil was found to be stretched. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the terumo progreat micro catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coils were caught inside a progreat microcatheter after a concerto coil delivery wire was caught inside. The coil was stuck in the middle of the catheter. There was no damage to the catheter. The device and any accessories were prepared as indicated in the IFU. Additional information received reported the patient is recovering good from the procedure. No patient symptoms were reported. A part of the delivery wire became stuck in the microcatheter. The micro catheter had to be removed from the patient, once removed the case continued without issue. Ancillary devices: progreat catheter.